Event description:
This pt is a 38 y/o white female who underwent an anterior cervical fusion about 1 1/2 years ago. She was found to have pseudarthrosis and fracture of the plating system that was used. Pt is currently admitted for elective outpatient procedure, to include removal of the fractured plate. Facility has discussed at length the rate and complications. She understands and wishes to proceed accordingly. The pt has been found to have pseudoarthrosis. She is to undergo removal of the fractured plating system.